Event description:
Patient reported a couple of days after pump replacement a "knot" started to form on back where catheter is. Every time stand up knot causes pressure, pain, and nausea. Also has tingling from waist down. Hcp reported CT with contrast injection through catheter access port was done and demonstrated a catheter/pump disconnection, and subcutaneous cyst/fluid collection posteriorly at the l1-l4 level. Surgical revision was planned for 2006, final patient outcome was unavailable at the time of this report and a follow up report will be sent if additional information is received.